Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose level and sensor glucose level were significantly different. The customer's blood glucose level was 151 mg/dl and his sensor was reporting false low blood glucose readings. Standard troubleshooting was performed. It was discovered that the customer's sensor was bent. The customer was advised to change the sensor. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.